Event description:
I had not gotten my monthly cycle for 2 months. I had essure placed on (B)(6) 2013 and had normal cycles until now. I finally got it on (B)(6) 2013 and it had been 2 months late. I have constant blood clots, lower pelvic pain on both sides, pain in my back, constant bloating, and depression.